Event description:
It was reported that during flush with bd maxplus¿ pressure rated extension set with needleless connector and y-site leakage occurred. Small delay in patient care. 2nd of 2 reports. The following information was provided by the initial reporter: I am writing to report three instances of incidents related to IV flushes. Two of these incidents occurred when a nurse was flushing a patient IV, and the third incident took place in radiology where the IV was flushed, but a leakage was noticed by the radiology technician. Fortunately, these incidents did not have any negative impact on the patient's outcome, and the only requirement was the replacement of the IV extension. A patient safety report has been submitted to address the possibility of IV-related injuries. The delay in patient care was minimal, and staff members have been informed to carefully check IV extensions to ensure they are not defective.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from the set could not be verified due to the product not being returned for failure investigation. Device history record review for model mpx5300-c lot number 23029208 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during flush with bd maxplus¿ pressure rated extension set with needleless connector and y-site leakage occurred. Small delay in patient care. 2nd of 2 reports. The following information was provided by the initial reporter: I am writing to report three instances of incidents related to IV flushes. Two of these incidents occurred when a nurse was flushing a patient IV, and the third incident took place in radiology where the IV was flushed, but a leakage was noticed by the radiology technician. Fortunately, these incidents did not have any negative impact on the patient's outcome, and the only requirement was the replacement of the IV extension. A patient safety report has been submitted to address the possibility of IV-related injuries. The delay in patient care was minimal, and staff members have been informed to carefully check IV extensions to ensure they are not defective.